Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgery sheet received for a knee revision performed (B)(6) 2019. Patient required an mrh knee revision following a traumatic fall which damaged the mrh femur component implanted in the patient's right leg at an earlier date.'original surgery sheet not available as the original date of surgery has not been made available yet.